Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is assumed that the circuit board was not generating images due to malfunction, and that there was an unintended delay in image display due to disconnection in printed circuit board, and scope detection was not functioning due to a poor contact of circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center usb slot was defective. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found due to poor contact of circuit board the scope/camera head was not recognized, due to disconnection in printed circuit board the real-time image was not displayed, and because the video connector socket was worn out the endoscope cable could not be connected securely. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the scope detection did not work due to a poor contact of circuit board, the scope/camera head was not recognized because a circuit board was defective; this results in the analog camera head not generating a picture on the monitor, and unintentional delay in displaying images due to disconnection in printed circuit board - the real-time image was not displayed, because video connector socket was worn out the endoscope cable could not be connected securely because the video base was worn, due to disconnection in the portable memory port the still images could not be recorded and could not to be played, the chassis was worn out, the top cover was worn out, the front panel was chipped, and due to expired life expectancy of battery the wrong time was displayed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.